Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient's relative (the reporter) contacted lifescan (lfs) USA, alleging that the patient's onetouch verio2 meter powers off during use. The complaint was classified based on the customer service representative (csr) documentation. The reporter stated that the alleged power issue began on (B)(6) 2015 at 6:45am. The reporter informed the csr that the patient manages her diabetes with a fixed dose of insulin (type/dose unspecified) and claimed the patient took more food and/or drink in response to the alleged issue. The reporter claimed the patient developed symptoms of feeling "shaky and mood changed" after the alleged issue began and that she treated herself with food and/or drink in response to the symptoms. The reporter claimed the patient's blood glucose was tested on another device at an unspecified time on (B)(6) 2015 and a result in the "40's mg/dl range" was obtained. At the time of troubleshooting, the csr noted that the subject meter was being used for the first time. The csr noted that there was no indication of misuse of the device. The csr educated the customer on meter's behavior and auto-shutoff and alleged meter issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 device evaluation.the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.